Event description:
New information received noted that the ra lead exhibited noise oversensing. Additionally, inappropriate automatic mode switch (ams) was noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that right atrial (ra) lead exhibited noise. On (B)(6) 2026, the physician elected to cap and replace the ra lead. The patient condition was stable.